Manufacturer narrative:
A search for non-conformances associated with this part / lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The reported issue could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. Potential complications as referenced on the IFU, include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death.

Event description:
It was reported that the web was not detached so the physician changed the detachment controller, but it was not detached as well. The web was changed, and the procedure was complete. The patient was reported to be stable.

Manufacturer narrative:
Investigation conclusion: the investigation of the returned web system found the pusher hypotube bent at the proximal end, and the proximal connector bent at the brown lead wire joint. The unit did not pass continuity and resistance testing. Further investigation of the pusher concluded that the distal solder joint was broken, which would have caused or contributed to the reported detachment failure. The physical evaluation of the device could not identify the conditions or circumstances that led to the delivery system damage, but the damage is consistent with the device experiencing forces exceeding the delivery system's yield strength. The physical evaluation of the device could not identify the conditions or circumstances that led to the distal solder joint break, but the damage is consistent with the device experiencing forces exceeding the solder joint's tensile strength.

Event description:
Please see section h11 for device investigation results.